Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: bd had not received samples or photos from your facility for evaluation. Additionally, we were unable to determine the specific lot number associated with this complaint. Therefore, a review of the manufacturing records could not be conducted. Bd is continually monitoring complaints received for this device and reported condition in order to identify emerging trends.

Event description:
It was reported when using the unspec. Bd vacutainer¿ blood transf. Holder, pre-attached multi samp luer adapt device experienced difficulty to eject needle from holder/ needle stays blocked askew . It was reported that the blue plastic piece that allows the tubes to go on it, was stuck. Per email: it was to collect blood, not sure the name but the clear container that tubes go in with the orange piece on it. I could eventually get the orange piece twisted off the but the piece that connects inside of the it, the blue plastic piece that allows the tubes to go on it, was stuck. Im so sorry if that doesnt make sense. I (B)(6) it, it was this blue piece that was stuck. I could get the clear piece twisted off but not the blue insert. Ts: (B)(4) (B)(6 )2021 spoke with customer and he is in supply chain. He sent an email with a picture of device and also the bd medical rep was informed of issue. They had an issue with device when trying to use with the nexia closed cathether 20g. Bd rep said they should be using a llad not a slip tip connection. He does not have the reference number or lot# of device used.